Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, item#: 01.00402.055, lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting the following additional information was sent on march 22, 2018 to the appropriate representatives. Lot number for revitan distal part ref# (B)(4). Implant date. Surgical report. Other reports (implant stickers). All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a size 2) are marketed in USA, and therefore this report was filed. The following reports are associated with this event: 0009613350-2018-00434. (B)(4).

Event description:
It was reported that the patient was implanted with revitan, distal part, straight, uncemented, 16/140 on an unknown date and underwent revision surgery due to loosening of connection system.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: revision surgery due to disassembly of the stem connection. Event description: the revitan stem was revised after an unknown time in vivo due to loosening of the connection pin from the distal stem. Review of received data - zimmer biomet product experience report (zper) the zper was filled in by the sales representative and in the event information section it is reported that the pin got loose from the stem. Apart from this, the zper does not contain additional information. Devices analysis - visual examination the revitan stem was received disconnected at the connection between the connection pin and the distal stem body. The proximal part of the stem and the connection pin were still assembled. Both the proximal and distal part of the revitan stem exhibit some damage such as scratches, dents and instrument marks, most likely deriving from revision surgery. On the proximal stem part few spot-like discolorations can be seen on the lateral side of the stem¿s neck. These can probably be attributed to the use of an electrosurgical instrument (cauter) during surgery. There are no bone attachments noticeable on the anchoring surface of the proximal stem part. A polished area can be observed on the medial side extending slightly to the anterior or posterior side (implant position is unknown). Several short, fine polished horizontal lines can be seen on the medial side overlaid on this polished area. The posterior or anterior side exhibits as well slight polished areas in the proximal and distal region as well as in the area between the two grooves. Across the lateral side of the proximal stem part there is a polished stripe visible. In the proximal half the stripe has a worn structure while it exhibits a pattern of parallel scratches in the distal half. The anterior, posterior and medial region of the distal face surface is worn. On the lateral region of the distal face surface there is as well a slightly polished line. The lateral shoulder is slightly worn in one corner. The connection pin shows a mixture of polishing, smearing and corrosion in its cylindrical non-blasted region. Polishing extends proximally to the blasted region on the medial and anterior or posterior sides of the pin. On the lateral half of the distal conical region polishing, smearing and two elliptical shaped grooves can be seen. On the medial half the original surface state with the machining lines and some organic deposits can be observed. On the distal part of the revitan stem there are bone attachments in the distal two thirds of the stem. The proximal face surface of the stem body is worn on the anterior, posterior and medial side. The anterior or posterior shoulder is slightly worn in one corner. The inside of the stem body is worn medial proximal to an oval. In this region the stem body wall is significantly thinned. On the distal lateral inside of the stem body a worn area and further down a new ledge can be recognized. In the as-received condition the versys head and the proximal part of the revitan stem were still assembled. For further investigation an attempt to disassemble the parts was made. Before the attempt the stem to head position was marked. As the parts were firmly attached to each other, further attempts to remove the head from the stem were stopped to avoid coarser damage to the components. The articulation surface of the head shows several matt appearing areas. Between those polished areas are visible. Closer inspection with the microscope (nikon epiphot, eq-ID: wnt-03-rsr-540-151662) revealed that the matt appearing areas consist of dense fine scratches and the polished areas exhibit the original surface state. There are as well some coarse scratches which probably can be attributed to the revision surgery. Conclusion: the revitan stem was revised after an unknown time in vivo due to loosening of the connection pin from the distal stem. Visual examination of the retrievals revealed polished areas on the medial and anterior or posterior side of the proximal stem part as well as several short, fine polished horizontal lines overlaid on the medial polished area. These probably indicate signs of loosening. It stays unknown if these phenomena occurred before or after the loosening of the connection pin from the stem body. There are no bone attachments on the proximal stem part while on the distal stem part bone attachments can be seen in the distal two thirds. An x-ray follow-up is not at hand and therefore the bone situation immediately after implantation and how it developed over time in vivo stays unknown. The polished stripe observed along the lateral side of the proximal stem part could derive from revision surgery or possibly from contact with devices used for osteosynthesis. As there is no clinical information available (e.g. Patient¿s medical history, surgical reports of implantation and revision, x-ray follow-up) further background of this case remains unknown. It is assumed that the connection pin got loose due to an overload triggered by an unknown event at one point in time. It is unknown how and when the connection pin became loose. After loosening, the connection pin could move inside the stem body and subside together with the proximal part. The subsidence led to contact between the face surfaces of the proximal and the distal part resulting in wear on both surfaces. Additionally, the load was not anymore completely borne by the connection pin. The loosening of the pin resulted in wear on the inside of the distal part. This allowed a little by little tipping of the pin to medial so that its distal end could rest on the inside of the distal stem body and form a worn area and new ledge on the lateral side and a worn area proximal medially. The connection pin shows a mixture of polishing, smearing and corrosion. The first two phenomena are most probably concomitants. However, it remains unclear whether corrosion could have had an influence on the failure mode or is only a concomitant as well. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).